Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568-53, lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the device failed to convert the patient's ventricular fibrillation (vf) and a second shock was given by the device, which did convert the rhythm. It was noted that device was at eri (elective replacement indicator). The device was removed and replaced with a higher output device. No further patient complications have been reported as a result of this event.